Event description:
It was reported that, "screwdriver was twisted when inserting screw."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.